Event description:
Revised a right hip cup/liner/ and competitor head for liner wear/instability. Originally cup was a sz 50mm howmedica vitalock cluster with neutral liner and competitor stem.

Manufacturer narrative:
Reported event: an event regarding instability and wear involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'revised a right hip cup/liner/ and competitor head for liner wear/instability. Originally cup was a sz 50mm howmedica vitalock cluster with neutral liner and competitor stem.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, device lot details, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.